Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required explantation due to an infection. No other adverse patient effects were reported.

Event description:
Additional information received on 9/20/2023 indicates that the patient reports the removal of the implant has left him impotent.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. This is a site of leakage. The information received indicated the device was not able to inflate, but because no functional abnormalities other than instrument damage were noted with the returned components, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed unshod instrument separation on the inlet tube of reservoir occurred after the device packaging was opened. Because the limited information provided does not indicate any factors that may have contributed to the reported event, the sequence of events resulting in the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information received on 6/23/2023 states the device was not fully inflating.

Manufacturer narrative:
Correction to device code.

Event description:
Additional information received on 1/29/2024 as follows: patient also experienced fever and swelling.

Manufacturer narrative:
Correction: item number, catalogue number, UDI number the lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.